Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. There were cuts in the insulation which was determined to likely be from the explant procedure. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 168 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high impedance measurements were likely caused by the confirmed fracture.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited high pace impedances greater than 2000 ohms. These leads were thought to have broken, due to a subclavian crush. The ra and rv leads were ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.